Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; bg values were not provided. Although requested by tandem technical support, the customer declined to perform troubleshooting. Customer reverted to an alternate pump for insulin therapy.